Manufacturer narrative:
Allegiance response: batch history reviewed for ID of product involved. No deviations were noted during the mfg process. No add'l handling of these components is done during assembly. Supplier notified. Facility retaining samples due to possible litigation. A plus international inc response: the records for the lot number provided was checked and co found that co rec'd this lot of lap sponges in april of this yr from a MFR in china. Records indicate that co's qc inspectors did not fine any miscount sponges during the routine inspections. Every piece of x-ray detectable lap sponge is counted at least three times before it leaves the warehouse. Twice in the mfg facility in china and one by co's production line worker here in the united states. The factory qc inspectors and co's qc inspectors periodically sample the sponges that have been double counted to verify the counting accuracy.